Event description:
It was reported that an unspecified malfunction alarm occurred. Customer successfully resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support, and no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.